Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/+1.5/002 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.